Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 1 on double wide was failed. A field service engineer removed the trays and observed that items had been pushed to the back of the tower, obstructing door operation. The obstructing items were removed and the hardware was rebooted. During testing, door 1 continued to fail, so the latch assembly for tower door 1 was replaced. Additionally, doors 5 through 8 were found to have old style latches, which were proactively replaced with new style latch assemblies. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower experienced repeated door failures. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.